Event description:
It was reported that during an open gastrectomy procedure, the blade was broken off. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information provided: the blade was broken off outside the patient body. The blade was broken off when the blade was cleaned outside the patient body.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.